Event description:
The customer reported via phone call that they had a low blood glucose of 40 mg/dl. Customer stated that they were experiencing lows since this morning and the alarm is going off. Customer's current blood glucose was 51 mg/dl. Customer treated with orange juice and candy bars. Customer was not admitted as an inpatient for medical treatment. Customer stated that the most recent set change was this morning at about 3 am. Customer thinks their blood glucose was too high. Customer mentioned that their doctor changed the settings about a month ago. Customer has seen their blood glucose go up and down since the change. Customer thinks the numbers in the bolus history are not right and have been averaging about 100 or 90. Customer stated that the pump was not exposed to a MRI. Customer was advised to monitor the pump and call back if issues persist. Customer was going to monitor the issue and speak with their doctor about the settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.